Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patient was revised to address dislocation/subluxation of the patella. Pain was also reported in previous evaluations.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, on (B)(6) 2015, the patient underwent an arthrotomy with revision of the patella and polyethylene insert and repair of the infrapatellar tendon to address the diagnosis of patellar loosening/fracture and partial patellar tendon laceration status post fall. Loosening of the patella was at unknown interface. The tibial tray and femoral components were noted to be well-fixed and were retained. The tibial insert showed evidence of wear. Depuy cement was used during this revision.